Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the removal of the si joint implants is an infection from the initial surgical procedure. Model number, lot number, manufacture date, gtin: ifuse-3d implant, p/n 7080m-90, lot# 2728131, mfd. 06/19/20, exp. 2025-06-19, gtin (B)(4). Ifuse-3d implant, p/n 7080m-90, lot# 2724171, mfd. 01/28/20, exp. 2025-01-28, gtin (B)(4).

Event description:
There was no problem with device or the placement of the si joint implants. The patient had bilateral si joint fusion in conjunction with a spinal long construct in (B)(6) 2020. The patient later developed an infection at the surgery site. Three weeks following the initial procedure, the surgeon debrided and irrigated the wound site and began treatment with IV antibiotics. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all spinal hardware including the si joint implants. He then debrided and irrigated the wound site. Finally, he replaced the spinal hardware with new hardware and replaced the si joint implants with two new implants of the same type and size using the explant voids. The status of the patient following the revision procedure is not known.